Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window and broken belt clip slot noted.

Event description:
It was reported that the insulin pump alarmed during the priming process. The current blood glucose reading is 127 mg/dl. Customer stated that insulin pump may have been dropped he was incarcerated. The insulin pump did not have battery for twenty days. The drive support cap is protruded. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.